Manufacturer narrative:
No patient was reported to be involved in this reported event. Lot# and manufactured date not available at the time of this report. A medtronic representative went to the site and was able to get the suctions to verify by manipulating them in the divot when the high error should have prevented verification. Representative was trained that suctions should not be manipulated to verify in this manner. Suctions have not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that the site has been having issues verifying their straight suctions for navigation. Upon investigation, the rep found the suctions displayed high verification errors but when manipulating the suctions to different angles within the divot he was able to get them to verify. The rep reported that in another case the surgeon had done this and then felt inaccurate by a few millimeters while navigating with the suction. There was no patient present for this reported event.